Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a lost sensor alert. Prior to the event, the customer put in a new sensor. The wrong transmitter ID is not programmed in the insulin pump. The insertion site is on the left side above the waist line. The proper methodology of insertion distance was explained to the customer. The blood glucose reading was not given. No further information was provided.